Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) experienced a brief episode of atrial fibrillation (af). Technical services (ts) conducted a review of the incident and identified intermittent crosstalk originating from the ventricular pacing on the right atrial (ra) channel. This issue has been documented since september 2020 and is occurring outside the blanking period. The intermittent crosstalk is likely attributed to automatic gain control (agc) along with variations in atrial sense amplitude and timing following bi-ventricular pacing. Ts recommended a review of the programmer during the next clinic visit. The device remains in service, and no adverse patient effects were reported.